Manufacturer narrative:
(B)(4). One photo and one loose 10ml syringe with an unknown needle attached was received and evaluated. It appeared the syringe was manipulated as it is a syringe only product and there were clear fluid droplets inside. It was observed there was a long hollow metal cylinder stuck between the ribs of the stopper. The metal cylinder appeared to be a piece of cannula and was able to fit inside the attached needle assembly. Potential root cause for the foreign matter defect is not associated with the syringe manufacturing process. The product involved is syringe only and the extra uncut cannula likely came from inside the attached needle assembly during aspiration. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: no corrective actions are necessary as the defect was not related to the syringe manufacturing process.

Event description:
It was reported that foreign matter "metal" was found in syringe with bd syringe 10ml ll s/c 200. The following information was provided by the initial reporter: it was reported that a piece of metal in the syringe.